Event description:
It was reported that a revision procedure was performed on this pacemaker due to discomfort. The device is now implanted submuscular. During the procedure, the minute ventilation feature was deactivated due to electromagnetic interference (emi). No additional adverse patient effects were reported. At this time, this device remains in service.